Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
(Fallen apart) and there is residue inside my body - tampon [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort] completely stretched out, lose their shape - tampon [device physical property issue] completely fallen apart - tampon [device breakage] uncomfortable to remove since they are completely stretched out - tampon [complication of device removal]. Case narrative: consumer reported via email that the tampons fell apart leaving residue inside her body. No serious injury was reported.